Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) performed troubleshooting and found that the 1104 error code was logged in the event log. The rse then reviewed the suggested repair with the customer per the v60 service manual, verified the part number of the power management (pm) printed circuit board assembly (pcba) that was installed, recommended that the customer should replace the central processing unit (cpu) pcba, informed the customer that installation is to also include reprogramming the operating hours and serial number, advised the customer to call technical support again to get the encryption codes to enable the software options, and provided the customer with the part number of the replacement cpu pcba for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
After ultimately ordering and installing the replacement central processing unit (cpu) printed circuit board assembly (pcba), the customer called technical support again to request further assistance. With the remote service engineers (rse) help, the customer was able to successfully reprogram the serial number, add the power on hours via tera term, and enable the software options (avaps, c-flex, and ramp). The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.